Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of the production records and the complaint handling database were not performed because the part/lot numbers were not reported. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported deformation due to compressive stress. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire became kinked during the procedure. Factors that may contribute to deformation due to compressive stress (kink) include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, or manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported deformation due to compressive stress. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with chest pain radiating to the left shoulder and persisting for one hour. An ECG showed st elevation consistent with an acute anterior myocardial infarction. The procedure was performed to treat an occluding lesion in the mid left anterior descending artery (lad). A 0.014-inch balance middle weight guidewire (bmw) was advanced into the anatomy; however, failed to pass the lesion due to the occlusion. A 1.5×15 mm non-abbott balloon dilatation catheter (bdc) was inserted to increase support; however, it was not possible to pass to the distal lad. The guidewire and balloon were withdrawn, and the bmw was replaced with a .014 hi-torque pilot guidewire (gw). The gw was successfully advanced to the distal portion of the lad; however, the same non-abbott bdc was advanced but the bdc was not able to cross the lesion and a kink was noted on the gw. Subsequently, to provide blood flow, dilatation was performed just proximal to the obstructed segment. Timi iii flow was observed after balloon inflation. It was seen that the main lesion located inside the myocardium was compressed during every systolic contraction. After all devices were removed, it was decided to perform an emergency coronary artery bypass grafting, CABG due to the plaque rupture, deep myocardial bridge, and tortuosity of the artery. The procedure was completed successfully with noted minor bleeding around the foci, which was associated with the advancement of the bmw and pilot guidewires in the lesion area. There was no reported clinically significant delay in the procedure. No additional information was provided. Details are listed in the article, titled ¿acute myocardial infarction due to myocardial bridge treated with surgery: a case report¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article title: ¿acute myocardial infarction due to myocardial bridge treated with surgery: a case report¿.